Event description:
Loop recorder (implanted device) outer shell broke during or was found to be broken at time of scheduled removal. Pocket was inspected under fluoroscopy; no remaining parts were visualized in the patient.